Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) received from tga in relation to depuy - corail pinnacle left hip replacement, stem, cup and head. Clinical event information: I had a total left hip replacement on [redacted] using corel pinnacle products, for the stem, cup and head, this dislocated on [redacted]. I went to hospital where it was put back into place. It dislocated again three (3) weeks later. I went back to hospital and had it put back into place again. I then went to a rehabilitation hospital where I was operated on. The replaced the cup. To the best of my knowledge they removed cup size 22 and put in cup size 24. I am now being treated for post traumatic stress disorder after this event. Laying on the garage floor in so much pain and calling for help, with no one coming was distressing. This was extremely painful. When my hip dislocated, I was on my own in my garage, I laid on the concrete floor for a long time before neighbours found me. I broke my wrist in the fall. Patient outcome/consequences: I am now being treated for post traumatic stress disorder after this event. Laying on the garage floor in so much pain and calling for help, with no one coming was distressing. No further information available as reporter details have not been disclosed (confidential).